Manufacturer narrative:
Event date: exact date unknown, event occurred at the beginning of 2022.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.